Event description:
A caller reported experiencing an error with a continuous glucose monitor, specifically error 42 with a g6 sensor. After reviewing the situation, there was no adverse impact on the customer's blood glucose level. The customer was guided through a pump reset by technical support, after which the error did not reappear, and they were advised to wait 20 minutes before starting their sensor session, which the caller understood and acknowledged.